Event description:
On an unknown date, a procedure was performed using the matrix minimally invasive system (mis) for a posterior lumbar interbody fusion. All polyaxial screwheads were removed and reduction heads were placed on the screws prior to implantation. On unknown date, patient presents to surgeon for post-operative follow-up complaining of pain. Examination and x-ray reveal that 2 of the locking caps on one side were loose and raised up from the matrix reduction head but were not separated from the construct. There was no evidence of rod migration at this time. To date, no further surgical intervention has been scheduled. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4).note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.